Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient underwent an entire system revision. The patient's lead was replaced due to lead migration. The ipg was replaced to remove the recharge burden from the patient. Patient has working therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy due to suspected lead migrated. Surgical intervention was undertaken, and the lead was explanted and replaced.